Manufacturer narrative:
H6: medical device problem code 2017 failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after an interventional endovascular procedure with an 8f sheath. Reportedly, after foot deployment it was attempted to position the foot against the vessel wall however the plunger was pulled causing the plunger to partially withdraw from the device. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The out of sequence was confirmed by the cuffs still in the pockets and the undamaged needle tips. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. It was reported the physician pulled the plunger inadvertently prior to deployment out of order. It should be noted the in the electronic perclose prostyle instructions for use (IFU) states to depress the plunger prior to removing the plunger. The IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment is due to user error. Based on the reported information, the physician inadvertently operated the smc device out of order. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.